Event description:
It was reported that prior to a surgical procedure at the user facility foreign material was found on the shield of the product. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device was discarded by the user facility and will not be returned to the manufacturer for analysis. It is not possible to determine the cause of the reported event without an evaluation of the device.